Manufacturer narrative:
(B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Five sealed boxes each with 12 unopened samples and one open box with nine unopened samples; a total of sixty-nine unopened samples were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to fraying sutures or anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no anomalies or defects were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. It was reported that "¿happened multiple times from the same lot number..." ¿ did the reported alleged deficiency occur over the same patient procedure? If yes, - how many devices demonstrated the reported alleged deficiency? *if this occurred in multiple procedures, - please confirm the number of patients affected by the alleged deficiency. Have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). - please create a new pc file for each patient/event. Please confirm, how many devices are available to be returned for product analysis? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, suture is rough and tends to fray easily as compared to usual. Happened multiple times from the same lot number. There were no adverse reported. Additional information was requested.